Event description:
Patient was on veno-venous extracorporeal membrane oxygenation (vv ECMO) support. The patient was cannulated with a mc3 19fr medtronic cannula. Imaging revealed a pericardial effusion, a drain was placed which drained approximately 160cc of fluid. The pericardial drain remained in place.